Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02802. It was reported that both the patient's scs leads have high impedance due to recent falls. Surgical intervention is currently pending.

Event description:
Surgical intervention took place where the leads were explanted and replaced.